Manufacturer narrative:
Motor error alarm noted during basic occlusion test and unable to prime during prime/a33 test due to moisture damage on fsr. Corroded motor home switch noted during visual inspection. No physical damage noted during visual inspection.

Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 264 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.